Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Initial reporter phone #: (B)(6). (B)(4).

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters experienced catheter splitting/cracking/shearing during use. The following information was provided by the initial reporter: the catheter is too much malleable, catheter ruptures , the catheter tip ruptures so easily and difficulty the puncture process. Customer has sent additional information: date of event: (B)(6) 2020. Product of a bad quality, difficult to perform the procedure, the tip ruptures. No medical intervention reported. Notifier was not able to inform if the 360º rotation was performed.

Manufacturer narrative:
H.6. Investigation summary: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that an unspecified number of bd insyte¿ autoguard¿ shielded IV catheters experienced catheter splitting/cracking/shearing during use. The following information was provided by the initial reporter: the catheter is too much malleable, catheter ruptures , the catheter tip ruptures so easily and difficulty the puncture process. Customer has sent additional information: date of event: (B)(6) 2020. Product of a bad quality, difficult to perform the procedure, the tip ruptures. No medical intervention reported. Notifier was not able to inform if the 360º rotaion was performed.